Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to touch. Customer cleaned screen and hands to address the issue. Additionally, it was reported that an altitude alarm intermittently occurred while the customer was not outside of the labeled operating altitude range. The customer cleared the obstruction on pump and pump resumed normal operation. Customer's blood glucose level was 130 mg/dl.